Event description:
It was reported that the patient underwent a penile prosthesis procedure due to one cylinder had a fluid leak. The previous device was removed and a new inflatable penile prosthesis (ipp) was implanted. No information about the patient's outcome was provided. Additional information received. The explanted device was an inflatable penile prosthesis (ipp). The patient noticed that the device was no longer working in the middle of (B)(6) 2019. The patient had a good outcome with no further complications.